Event description:
Kyphon inflation device broke off after expansion. A small tip was left in the vertebral body of t7.

Event description:
Add'l info rec'd from MFR 2/3/05: MFR was previously unaware of this event and is currently evaluating whether an MDR report for this event will be filed.